Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was not being completely displayed in the pump history. Customer's blood glucose was 258 mg/dl. Tandem technical support reviewed pump history and found that history was accurately displayed in the pump. Reportedly, the customer continued to use the pump for insulin therapy.